Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The reported lot passed pyrogen testing and the sterilization dosage was within set parameters. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
The clinical manager at the user facility revealed that a dialyzer blood leak occurred approximately one hour after the initiation of the patient's hemodialysis (hd) treatment. The internal blood leak was visible. Reportedly, an internal fiber appeared to be "ruptured" and the dialysate moving past the fibers appeared to be turning slightly pink. The 2008t hd machine did generate a blood leak alarm. The blood within the extracorporeal circuit was not returned to the patient. A blood leak test strip was used to confirm the presence of blood in the dialysate. The patient was re-setup on a different machine, and then the hd therapy was continued and successfully completed with no further issues. The patient's estimated blood loss (ebl) was noted as being approximately 250 milliliters (ml). No patient adverse effects were experienced and no medical intervention was required as a result of this event. No damage was observed to the dialyzer packaging. A fresenius bloodline was in use during the patient's hd treatment. The dialyzer complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.